Event description:
Additional information was received for this case. It was reported that a recent CT revealed a distal type I endoleak. The physician elected to coil the hypogastric artery and implant an 16x16x124 endurant iliac limb and the distal type I endoleak was resolved. The patient is fine.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology from the time of implant were not reported. The aneurysm and vessel morphology from one ago were reported as the following: the abdominal aortic aneurysm is 63.5-67.1 mm in diameter. Vessel morphology was reported to as proximal aorta 26.2 mm in diameter and 26 mm in length. Right iliac artery was 23.1 mm in diameter. The left iliac artery was 14.9 mm in diameter. The right femoral artery was 10.1 mm in diameter and the left femoral arteries was 9.5 mm in diameter. The right common iliac artery was aneurysmal with a diameter of approximately 14 mm. The left hypogastric artery had been coiled and was occluded. The patient came in for a routine follow up appointment. It was reported that there was a distal type I endoleak at the end of the stent at the left iliac bifurcation. Previously a 24 mm aortic cuff had been deployed within the mid aspect of the right common iliac artery. The physician elected to implant a 28 x 28 mm endurant aortic cuff within the right common iliac artery just proximal to the hypogastric artery. There was some difficulty removing the delivery system because of the struts of the cuff. At the conclusion of the procedure, angiogram was performed and showed good flow through the right iliac limb without evidence of an endoleak. The physician implanted a palmaz stent proximal to the bifurcated stent graft as a prophylactically. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (removal difficulties). (Unknown cause). Evaluation conclusion: (unknown cause).